Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. No further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, this event has been determined to not be reportable. The initial report was submitted in error and should be voided.